Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received no delivery alarms. The customer's blood glucose was 477 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injections. The customer's father reported that they were vomiting all day. The customer's father performed troubleshooting and did not found insulin issues and site issues, and setting issues. The insulin pump will be returned for analysis.